Manufacturer narrative:
Received one device. The customer's reported problem, can be replicated report error. Alarm cassette not attached properly when attached cassette and closed latched locked handle. Found defect downstream occlusion sensor (dso). The probable cause of the report error is the dso sensor. Replaced dso sensor to resolve report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'reattach cassette error' every time the cassette is inserted. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.